Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Suspected cause was due to customer delivering insulin without having continuous glucose monitor (cgm) readings. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.